Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained oversensing due to post-paced t-wave oversensing were noted on the device during a follow-up visit. The patient was stable and asymptomatic. Programming changes were made.